Event description:
Customer reported he was experiencing low blood glucose of 40 mg/dl, had something to eat. Customer stated he had bloused and expected to go low before he ate. Customer stated the insulin pump and the set are fine. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.